Manufacturer narrative:
Investigation: short description of the problem statement: bd cor px bio waste bag (pack of 50)consumable material catalog 444816_packaging error. Note: this complaint is not related to the instrument. Cor px design/application fmea was referenced to determine the risk associated with this failure mode. Risk associate with this issue is low as per cor px design application baltrm-443990-dafmea rev 3 risk ID 7.12 severity 7. Note: this complaint is not related to the instrument. It relates to consumable packaging error. No impact to the instrument or user. Bd engineer onsite confirmed this complaint and was able to begin responding to the issue immediately. Investigation revealed human error. Packaging error. Shipping team shipped this consumable in 2 boxes (a box inside another box). It caused this isolated error. Root cause: human error. Isolated packaging error. Bd shipped this consumable into 2 boxes (a box inside another box). Complaint resolution: right consumable was made available and used in the instrument.

Event description:
It was reported that while using bd cor px bio waste bag (pack of 50) incorrect labeling was observed by the laboratory personnel. There was no indication of erroneous results, misdiagnosis, or other patient impact.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that while using bd cor px bio waste bag (pack of 50) incorrect labeling was observed by the laboratory personnel. There was no indication of erroneous results, misdiagnosis, or other patient impact.